Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the mallet broke while impacting a trial poly implant during a total knee replacement procedure.

Manufacturer narrative:
The product was not returned after multiple attempts to have product returned. The lot number for the product was not provided so a review of the device history records could not be conducted. This device is used in treatment. A complaint history search could not be performed on the part number/lot number combination involved as no lot number was provided for the product. A definitive root cause cannot be determined for the fractured mallet with the information provided.